Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. A manufacturing eval was conducted and the report indicated the returned screw is in fair condition. An investigation was performed to determine the part number of the screw. The part number of the enclosed screw is believed to be 207.644 (4.0 cannulated screw short thread/44 mm). The dimensional analysis is based on the assumption that screw is part number 207.644. However, because no part number was provided, it cannot be determined with 100% certainty that the enclosed screw part number is 207.644. All measurements that could be taken were found to meet specification.

Event description:
User facility mw#(B)(4) was received and a copy of the report will be included with this report. This report is for an unk 4.0 mm cannulated screw. This is 2 of 2 reports for the same event.